Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for spinal pain indications. The patient reported the personal therapy manager (ptm) was not working for over 2 weeks and getting worse each day. Patient stated the controller gets stuck at 90% when connecting to the pump and they had to wait 3 min to get the bolus. Patient stated they got pump not found and ptm takes forever to connect. Patient service assisted patient with clearing the data on the handset. Agent assisted patient with tutorial. Agent reviewed device function. Agent recommend closing out apps after using ptm. Agent assisted patient with resetting the communicator and patient was able to connect to pump and deliver bolus very fast. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient reporting that for 'a few months,' their handset was taking a long time to connect to their pump to deliver a bolus. Patient stated when they did finally get it to connect, the connection would get stuck at 90% for 'like 4 minutes.' Patient stated they called in 'just a couple weeks ago,' and spoke to someone who helped them clear the data, and it worked great until ' yesterday, ' it started taking a 'long time again - not the 4 minutes, but it's taking forever,' but 'I've been using it more than I used to.' Patient asked if they could be walked through the clear data steps. Patient was already connected to the myptm app and mentioned having an expected 8 minute lockout with 8 boluses left today. Agent assisted the patient in clearing their data. While on call, patient mentioned they wrote down the clear data steps.